Event description:
Information was received from an hcp regarding an implantable neurostimulator. The reason for call was caller reports when the patient goes to charge their implant, the implant does not seem to be holding a charge. Caller reports the patient will put a belt on to help charge the implant, but later on it does not feel like it's doing anything. This began a couple of weeks after their implant was activated. The patient would also like to add programming to have certain parameters for laying down and upright. The patient was redirected to their healthcare provider to further address the issue. Tss provided the number for nas.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.